Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they experienced low blood glucose. Blood glucose reading was 53 mg/dl. The customer stated they woke up as low blood glucose. Customer states that when they did blood test it was 272 mg/dl. The pump will not be returned for analysis.